Event description:
It was reported the pt's signal cord stimulator suddenly stopped working in 2006. The ipg could not be interrogated. Previous interrogations at the clinic had demonstrated power on reset's that were able to be temporarily reset until the pt ambulated. The issue appeared to be a faulty connection between the battery and the electronics as tapping on the ipg caused a power on reset. The pt chose not return for replacement until 2008, when her pain condition escalated to the point where she wanted the system revised. The ipg was replaced and the pt is receiving excellent coverage of her pain.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.